Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 58-year-old white male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the patient developed some oozing at their access site following impella implant. The dressing was initially changed to better angle match the site, but sutures were later added and femostop was placed to treat the condition. It was noted that high purge pressure was at point identified; however, standard troubleshooting steps were discussed, and no further action was required.

Manufacturer narrative:
The investigation for the reported access site bleed and the high purge pressure has been completed. No product was returned for a visual inspection. Data log analysis confirmed that heparin had been added shortly after the purge system blocked alarms occurred. A sudden spike in motor current and purge pressure followed by a decrease in flows were seen. No attempts were made to resolve the issue. The most likely cause of the high purge pressure was biomaterial. According to the clinical, on the first day of impella cp support, bleeding was observed at the access site. In an attempt to resolve the issue sutures were added. Earlier that morning the dressing had also been adjusted to match the angle of insertion. The most likely cause of the major access site bleeding was use related. The instructions for use referenced in the initial report is from IFU for impella cp with smart assist system sections: general patient care considerations, entering cardiac output, and potential adverse events (united states), which now includes "cardiac or vascular injury (including ventricular perforation.¿ additionally, section: using the automated impella controller with the impella catheter states ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ added- h6 med dev prob code 1491, h6 component code 925 d4-updated model number added- d6a.